Event description:
Pt was revised due to loss of full extension of the joint possibly due to oversized femoral component. The patella component was also cracked. The femoral component was drawnsized during the revision.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the reported product lot numbers. The investigation could not verify or draw any conclusions about the root cause of the reported event; however, the initial reporting stated the products are not suspected of failing to meet specifications or contributing to the event. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.